Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an uphold (tm) lite w/ capio slim was used during a vaginal repair with mesh procedure performed on (B)(6) 2018. According to the complainant, during preparation, they noticed that one of the sutures was already cut when they opened the device packaging. There was no reported damage on the packaging before it was opened. The procedure was completed with another uphold (tm) lite w/ capio slim. There were no patient injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years. F10 and h6: problem code of 2907 for captures the reportable event of detachment of dart. G1: manufacturing site although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical 2301 centennial boulevard jefferson in, 47130 USA an examination of the returned uphold lite w/ capio slim revealed that the suture on the blue with white stripe dilator was broken. The remainder of the suture including the dart was not returned. There was debris on the sleeve. There was no damage to the capio slim suture capturing device. The device functioned as intended. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event - dart detachment. Therefore, the investigation cause code for this event is cause not established.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 03:45 pm CT.the report number is being corrected from: 3005099803-2018-62002 to: 3005099803-2018-60547.

Event description:
It was reported to boston scientific that an uphold (tm) lite w/ capio slim was used during a vaginal repair with mesh procedure performed on (B)(6) 2018. According to the complainant, during preparation, they noticed that one of the sutures was already cut when they opened the device packaging. There was no reported damage on the packaging before it was opened. The procedure was completed with another uphold (tm) lite w/ capio slim. There was no patient injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.